Event description:
It was reported that (1) device was used during a laparoscopic bowel procedure. It was reported by the rep that the ecs29 instrument failed to fire staples. During examination after the case, the staples seemed that they did not form for some reason. The case was converted to an open procedure.